Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon testing the device for functionality the device was cycled, fed, and formed 3 conforming clips as intended and the remaining 12 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a ladg, scissoring occurred, and also some clips ejected. It was unknown which firing of the device this event occurred on. The same event occurred in the 2nd device. Another device was used to complete the case. There were no adverse consequences to the patient.